Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 498 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose events. The customer was treated with insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer experienced multiple blood glucose values such as 516 mg/dl, 107 mg/dl, 363 mg/dl. The insulin pump will not be returned for analysis.